Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors with cannula retracted inside sensor base. Found sensor cannula broken missing broken part. Also found both needles separate from sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See attachment file for details. One remaining opened/used sensor and performed continuity resistance testdop114-830. Sensor passed per specification. Also performed startup test and sensor passed per specifications transmitter flashing when connected to sensor. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the transmitter does not blink when connected to the sensor. Customer's blood glucose at time of incident was 136 mg/dl. The customer was advised to replace the sensor. Customer removed the sensor there was not a cannula on the sensor. The customer was advised that the sensor will be replaced.